Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Part not returned to manufacturer for analysis.

Manufacturer narrative:
The reported event took place in (B)(4). A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The camera arrived at the distributor and was tested by the field rep with no problems found. The system performed as intended and the reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, the inav portable camera fell during pre-operative setup of equipment, after which the camera did not work. There was no patient present when this issue was identified and the upcoming surgery was performed successfully without use of the inav system.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.